Manufacturer narrative:
Follow-up #1: date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: during investigation, the pump was powered on to the verify screen with a clear audible alarm. The pump cover was opened and no moisture or damage was observed to the piezo circuit. The original complaint of an audio tone issue was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. Patient stated whenever the pump is awake, she can hear a ringing sound. It was alleged "the sound is only present during the awake mode of the pump". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.